Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that an 18-year-old female patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they treat to treat it with bolus via pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was above 600 mg/dl (unsure of highest blood glucose level). Further, the patient had high ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for 2 days. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.